Manufacturer narrative:
Patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient blood glucose elevated to 700 mg/dl. The patient was hospitalized for four days and the reason for hospitalization was confusion, feeling sick and unwell. The patient also had ketones. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. The information in this complaint (B)(4) has been evaluated for the malfunction code malfunction cannot be determined. The batch 6004613 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 6004613 were previously tested in 1915233 on 20/feb/2025. Device history record (DHR) review: packing of quick set. Lot 6004613 was manufactured according to the work instruction (wi) version 78 and packaging in the multivac 12, on 01/dec/2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 20/aug/2025 against malfunction code malfunction cannot be determined and lot 6004613 and other 1 complaint has been registered in database for the same lot 6004613 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, other 1 complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.